Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by a representative that the customer had high blood glucose levels. The customer's blood glucose reading was 500 mg/dl, but he was able to get it down to 200 mg/dl. The customer had a bad infusion set. The products were not replaced or returned.